Event description:
Home patient (hp) reports dry minicaps. Hp states sponges were yellow in color and packages were sealed in the usual manner. Noted prior to use. No pt injury or medical intervention reported.